Manufacturer narrative:
The product has not been returned to manufacturer for investigation. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 38 line 12.73.4. - resorption or osteolysis, without infection/infected. Abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
It was reported a patient was symptomatic after one year. Facet joint injections failed to stop the pain. Osteolysis was discovered on a routine CT examination at the c5-6 level. Doctor made the decision to revise and fuse with bone graft from iliac crest and perfom fixation with an acdf plate. The date of the initial implant was put in sometime in late 2017, but the exact date is unknown at this time.

Manufacturer narrative:
The product has not been returned to manufacturer for investigation. Without a part number and serial number, a review of the lhrs cannot be completed. It was reported that the patient was symptomatic after 1 year, after facet joint injections failed to stop pain. Osteolysis was reportedly picked up on routine CT examination. Radiographic images were provided for review. The CT images show the cervical spine with a disc replacement at c5/6. The disc replacement has collapsed with osteolytic changes present as cystic erosions with sclerotic border, particularly in the c5 vertebral body. There are degenerative changes at c6/7 and flattening of cervical lordosis. Microbiology/pathology reports and results were not provided. The device was not returned and therefore examination of the explant could not be completed. With the information provided, it is not possible to determine the cause of the reported failure for this product experience. Should additional information be provided, the pe will be reopened, and the investigation amended. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 38 line 12.73.4. - resorption or osteolysis, without infection/infected .abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
It was reported a patient was symptomatic after one year. Facet joint injections failed to stop the pain. Osteolysis was discovered on a routine CT examination at the c5-6 level. Doctor made the decision to revise and fuse with bone graft from iliac crest and perform fixation with an acdf plate. The date of the initial implant was put in sometime in late 2017, but the exact date is unknown at this time.